Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). (B5) describe event or problem: additional information provided.

Event description:
It was reported that a shaft break occurred. The target lesion was located in a moderately tortuous and moderately calcified vessel. A 3.00mm x 15mm emerge balloon catheter was advanced to treat the lesion. Upon inserting the balloon to the pressure gauge to inflate, the proximal part of the balloon system broke. The device was removed intact from the patient and the procedure was completed with another 3x15 mm nc balloon catheter. There were no patient complications reported. It was further reported that fracture occurred at the hypotube.

Event description:
It was reported that a shaft break occurred. The target lesion was located in a moderately tortuous and moderately calcified vessel. A 3.00mm x 15mm emerge balloon catheter was advanced to treat the lesion. Upon inserting the balloon to the pressure gauge to inflate, the proximal part of the balloon system broke. The device was removed intact from the patient and the procedure was completed with another 3x15 mm nc balloon catheter. There were no patient complications reported.

Manufacturer narrative:
(B)(6.